Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause for the reported failure could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a chip was found on the acoustic lens of the bronchofibervideoscope. There was no patient involvement.